Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent communication failed error messages. This resulted in a loss of imaging functionality. System functionality was recoverable. This could result in a procedural delay. There is no report of injury or death associated with this event.